Manufacturer narrative:
The complaint received states that the sv wire distal tip was unraveled/stretched prior to use. The tip of the sv wire was untied. This was noted prior to use in the patient. The device was not resterilized. The wire was not re-shaped by the user. There was no report of injury for the patient. One non sterile endovascular wires pgw .018 sv short 300cm st was received coiled inside of a plastic bag. It was observed several kink/bent condition all over the guide wire. The coil tip presented a bent condition at 1.3 cm from coil distal end, also the coil wire and core wire were found fractured/separated. The distal portion separated was received for analysis. The device was observed under microscope and a stretched condition was noted in the coil wire at 1.3 cm also a bent condition at 4.4 cm from coil distal end. Also is confirmed that the coil wire and core wire were fractured/separated from coil distal end. The device was sent to sem analysis in order to identify the cause of the fracture/separation and the results. Results of sem analysis showed that both, the core wire and the coil wire presented evidence of smearing and bending characteristics. The coil wire fracture surface presents ductile dimples, it appears that the separation occurred while the sample piece was being stretched/ pulled due to the ductile dimples. Reverse bending and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(4). The failure 'distal tip- ¿unraveled/stretched,' was confirmed due to the received condition of the device, moreover it was fracture/separation at the distal section. The cause of the damages presented by the device could not be conclusively determined, however it does not appears to be manufacturing related of the product, the sem analysis result indicates that reverse bending and/or pulling could be related to these damages. The device history records indicate that the product met specification prior to shipment; therefore no actions will be taken at this time. The failure 'distal tip- unraveled/stretched,' was confirmed due to the received condition of the device, moreover it was fracture/separation at the distal section. The cause of the damages presented by the device could not be conclusively determined, however it does not appears to be manufacturing related. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Manufacturer narrative:
The affiliate from korea was alerted of the event on (B)(4), 2011 but did not report the issue until (B)(4), 2012.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The tip of the sv wire was untied. This was noted prior to use in the patient.